Event description:
It was reported to the manufacturer by the end user, per the end user, "the equipment deflated and patient fell out the bed". The patient was sore and has bruising on the right hip and shoulder. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.